Manufacturer narrative:
Per good faith effort (gfe) response, the customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Please disregard the follow up report previously submitted. The reported issue has not been confirmed to be the same or continuation of the complaint reported under MFR report # 2518422-2025-015729. The complaint "defective interface assembly" initially reported will continue to be investigated and reported under MFR report # 2518422-2025-037893.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the brightness could not be adjusted, too dark to see even in a dimly lit room. Investigation remains ongoing.

Event description:
This report is based on information provided by philips, service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device has a defective interface assembly. It was reported there was no patient involvement at the time the issue was discovered. Nav-ring ordered. Investigation is ongoing.

Manufacturer narrative:
Further information determined this case was previously processed under MFR report # 2518422-2025-015729.